Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding that required an unspecified medical intervention. The lesion size was 12 cm located in the right lower lobe (anterior segment) and the distance to pleura was 15 mm. Staging was done via endobronchial ultrasound. The procedure was complicated by bleeding during navigation which prevented biopsy attempts. Per the physician, while at the lung parenchyma, bleeding occurred when the catheter went through the tissue and likely disrupted a vessel that was in that area and may have been larger due to the nodule. The physician believed bleeding would have potentially occurred via another biopsy modality. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.